Event description:
Consumer's caretaker states that the end-user has a walker that is falling apart. Consumer could not provide any further details on this matter. Consumer also could not verify if this was an invacare product or not.